Manufacturer narrative:
The event date is unknown. Concomitant medical products: other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 23-jul-2018, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 19-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had re-implant of extensions in (B)(6) 2020. Additional information was received from a manufacturer representative (rep) clarifying that the previous extensions were explanted/replaced due to them "bowstringing" since the patient lost a significant amount of weight. The reason for the weight loss is unknown. This was done at a different facility. There was no issue with their deep brain stimulation (dbs) device or therapy as a result of this weight loss and this was an elective decision. As far as the manufacturer representative (rep) knows, the issue is resolved.